Event description:
New information received states that the patient also experienced shortness of breath and tiredness due to ventricular rate being lower than the atrial rate. The patient was stable during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented to the emergency room with pocket stimulation. Upon interrogation of the pulse generator, backup operation was observed. The device had not yet reached elective replacement indicator. The device was explanted and replaced on (B)(6) 2018. No additional information was reported.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a code corruption but the cause that triggered code corruption is unknown. Analysis performed electrical and mechanical testing of the device did not find any anomalies beside being in eri. A longevity calculation was performed and the device had normal battery depletion. Despite extensive testing the backup condition could not be reproduced and the cause of code corruption could not be determined.